Event description:
Event description this incident is being created because of reliability assurance testing. The device was returned at battery status end of life (eol), exhibited no tones and was not interrogatable. There are no product performance allegations against the device.